Event description:
It was reported that two drivers broke intra-operatively during a screw insertion. All debris was removed from the patient. The solid drivers on the set were used to complete the case. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.